Event description:
Part/interface does not disengage

Manufacturer narrative:
UDI number: (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Follow-up created due to error in the original submission. (B)(6).

Event description:
Part/interface does not disengage.